Event description:
Boston scientific received information stating: during threshold measurement on (B)(6) 2009 phrenic stimulation: reprogramming to 4v@2ms. On (B)(6) 2009 again phrenic stimulation lv output changed from 4.5 to 2.8v, this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).